Event description:
It was reported that the reason for the revision was due to worn poly leading to osteolysis. No device failure was noted by the surgeon, revision took place on the right knee.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding wear involving a dura duration condy tib lg 13 was reported. The event was not confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, further dated x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the reason for the revision was due to worn poly leading to osteolysis. No device failure was noted by the surgeon, revision took place on the right knee.